Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: bia-alcl suspected (breast implant associated anaplastic large cell lymphoma). The reported event or events are physiological complications, and device analysis typically does not help allergan determine the cause. Continued reporter information e1: (B)(6) hospital. Article citation: teramoto, yukako. ¿abstract of ¿continued risk of relapse in peripheral t-cell lymphoma even in patients who achieved complete response after initial therapy.¿¿ blood, vol. 146, no. Supplement 1, 2025, p. 7152. Conference supplements for blood, https://doi.org/10.1182/blood-2025-7152.

Event description:
Literature review titled "continued risk of relapse in peripheral t-cell lymphoma even in patients who achieved complete response after initial therapy" reported "ptcl-nos" (peripheral t-cell lymphoma, not otherwise specified), "nodal t-follicular helper cell lymphoma", "alk-positive alcl", "breast implant-associated alcl" and "undetermined subtype". Specific histopathological markers were not reported, and alcl cannot be confirmed. Affected side, manufacturer of the device, and device status are all unknown. This article involved 102 patients. The following treatments were reported: cyclophos-phamide, doxorubicin, vincristine, and prednisolone (chop), brentuximab vedotin (bv)-chp, romidepsin, pralatrexate, tucidinostat, conventional chemotherapy, and long-term monitoring.